Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states they attempted to troubleshoot issue and declined further assistance. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 600 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The unit had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners which were noted during visual inspection. The unit passed the rewind, basic occlusion test, occlusion test, prime, compromised force sensor test, excessive no delivery test and displacement test. There was no excessive no delivery alarms noted. The insulin pump was monitored. All operating currents tested within specifications range. There was no display anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.